Manufacturer narrative:
Follow-up information received on 13-nov-2015 - essure questionnaire provided: the patient was (B)(6). Medical history included gravida 2 and parity 2. Previous gynecological interventions were denied. Essure was inserted in (B)(6) 2012. The insertion was easy, as well as the visualization of the tubal ostium. Back-up contraception included oral contraceptive. Hsg was performed as confirmation test (results not provided). On (B)(6) 2015 an ultrasound confirmed essure in an incorrect position. The consumer presented with vaginal bleeding. Organ or intra-abdominal structure perforation, perforation prior to insertion, before deployment or after deployment were denied. She was not pregnant. Essure was removed unilaterally via hysteroscopy - it was medically necessary. Hysterectomy/salpingectomy was not performed. Essure was in uterine cavity. The patient recovered from essure removal procedure and her symptoms resolved. The events were considered probably related to the device. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device migrated towards the endometrial cavity. This device was removed by hysteroscopy. This event was considered serious as medically significant and is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (proximal fallopian tube or peritoneal cavity). In this case, the patient experienced genital bleeding; x-ray and ultrasound showed the device was protruding into uterus. During a hysteroscopy for its removal; physician saw polyps surrounding the essure device. According to him, maybe the bleeding was related to an inflammatory process. These polyps could also have a contributory role in the reported device dislocation. Nevertheless, considering device dislocation nature, a causal relationship with essure cannot be excluded. Additionally non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 sterilization. Hsg (hysterosalpingogram) showed bilateral blocked tubes and devices in proper position. On an unspecified date, she started having intermittent bleeding. She also had 3 years of post coital spotting. Ultrasound and flat plate were done and suggested that the device had migrated towards the endometrial cavity, although it was still partially in the tube; comparing it with hsg, it was somewhat low then. Physician was able to remove device intact hysteroscopically and did a unilateral lap tubal. Physician reported polyps, surrounding the essure device as it entered the ostia. According to him, maybe it was an inflammatory process causing the bleeding. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device migrated towards the endometrial cavity. This device was removed by hysteroscopy. This event was considered serious as medically significant and is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (proximal fallopian tube or peritoneal cavity). In this case, the patient experienced genital bleeding; x-ray and ultrasound showed the device was protruding into uterus. During a hysteroscopy for its removal; physician saw polyps surrounding the essure device. According to him, maybe the bleeding was related to an inflammatory process. These polyps could also have a contributory role in the reported device dislocation. Nevertheless, considering device dislocation nature, a causal relationship with essure cannot be excluded. Additionally non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Follow-up is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.